Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering insulin due to which the customer experienced hyperglycemia. The customer's blood glucose was 31 mmol/l at the time of incident. The customer was treated with manual injections for high blood glucose levels. The customer was crappy due to high blood glucose levels. The customer alleged that the insulin ump was under delivering insulin as the they experienced high blood glucose levels since 2 weeks and they were not feeling any better. Troubleshooting was performed and the product will not return for analysis.